Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional information become available, a follow-up will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use, dwell 3 of 4. A baxter technical service representative (tsr) assisted the customer in checking the lines and bags and found no leaks or open clamps on unused lines. The hp would notify his pd nurse (pdn) of the missed therapy. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.